Event description:
Customer reported two history jump incidents during the same treatment: first occurrence at 15h32 after an incorrect weight change alarm on the pbp scale, five minutes after a self-test. No evidence of miss-manipulation of the bags or scales. Patient fluid removal rate set at 0ml at 15h00. Patient fluid removal rate was 7ml prior to the history jump. At 15h35 patient fluid removal rate showed-200ml. From 15h36 to 16h00 patient fluid removal rate showed 45ml. Second occurrence was at the beginning of the treatment with a new set. Treatment started at 21h07 and the history jump occurred right away. Patient fluid removal rate was set at 90ml. From 21h07 to 21h08 patient fluid removal rate was -250ml. From 21h10 to 22h00 patient fluid removal rate showed 78ml. No alarm prompt from the beginning of the treatment, the first alarm was the frist self test 21h17. Patient data is not available. No blood loss reported.

Manufacturer narrative:
There was no patient injury or clinical consequences to the patient reported. Gambro renal products has requested additional information relating to this incident. Further investigation is being conducted by the manufacturer. We will provide a report on completion of the investigation.